Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#(B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare professional (hcp) regarding a patient receiving intrathecal drugs via an implanted infusion pump. In 2011, the pump had prialt which helped; however, the patient started having various side effects and could not tolerate it so it was taken out. About 1 1/2 years ago (2014) baclofen was added to the pump due to the patient having seizures, spasms and trouble walking. Per the hcp, the pump was used to deliver compounded baclofenand dilaudid and therapy was ongoing. The pump was programmed to deliver compounded baclofen 300mcg/ml at a dose of 99.93mcg/day and dilaudid 7mg/ml at a dose of 2.33 mcg/day. The pump's indication for use (IFU) was listed as post lumbar laminectomy syndrome and non-malignant pain. Medical history included anxiety, depression (possible bipolar) and peripheral neuropathy. The patient was bitten by a tick and had '3 different tick diseases'. The patient experienced continual pain and did not believe that the pump had been helping since implant. It was later noted that the pump had helped 'a little bit'. A pump study was performed and showed normal function. An MRI was being performed to check the nerves to address why the patient was still having pain. On an unspecified date, the drug was reduced and that may have been the cause of the seizure/spasms that the patient had so the drug was increased back up. Multiple meds had been tried in the pump and the pump dose had been adjusted up and down numerous times at the patient's request. The patient was taking a lot of other oral medications. The cause of the patient's symptoms was not determined; however, it was not related to the pump or catheter. At the time of this report the symptoms had not been resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from (B)(6) clarified the various side effects while on prialt included confusion and memory problems. The condition did not predate the start of prialt. The event was related to prialt administration. The outcome of the event resolved. The action taken with prialt due to the event included discontinuation. Prialt was stopped on (B)(6)-2012. There was medical confirmation of the adverse event. The adverse event occurred in 2012. The primary cause of the adverse event was prialt. The outcome of the adverse event was recovered/resolved.